Manufacturer narrative:
Manufacturer narrative: the customer reports that the multi gas unit constantly gives a "check water trap" alarm. The customer has changed the water trap, however after 5-10 seconds, the unit still alarms. Customer has sent the device in for evaluation and repair. The device related to this complaint was returned and evaluated. No malfunction was found. The device was returned to customer without being repaired. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the multi gas unit constantly gives a "check water trap" alarm. The customer has changed the water trap, however after 5-10 seconds, the unit still alarms. Customer has sent the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the multi gas unit constantly gives a "check water trap" alarm. The customer has changed the water trap, however after 5-10 seconds, the unit still alarms.